Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device experiencing an unexpected loss of power was confirmed. Ventec observed that the device would not power on and the power led on the front case did not illuminate when external power is connected. Ventec opened the device in order to perform a visual inspection where it was observed that there was a significant amount of foreign fluid (dried) on the control board, on/in the compressor, on/in rotary valve 1 (rv1), on/in rotary valve 2 (rv2), on/in the main chassis, on/in the compressor inlet and outlet couplers, and the rear case. Ventec replaced all of the contaminated assemblies and sub-assemblies to resolve the observed contamination. Proper device operation was then confirmed through functional and performance testing. Ventec observed contamination throughout the device, but was unable to determine conclusively if the contamination was the cause of the reported issue, or which component specifically may have caused the reported loss of power. The cause of the reported issue could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's display unexpectedly went black and ventilation stopped during use. This is indicative of an unexpected loss of power and in this condition the device would be inoperative. There was patient involvement associated with the reported event. The patient was removed from the device and placed on a second ventilator for support. The reporter advised that there was no patient harm as a result of the reported event.